Event description:
The operator observed blood leaking from the arterial side of the dialyzer at the end of a routine hemodialysis treatment. The blood loss is estimated to be approximately 625cc. Hgb results later that day showed a decrease to 6.5 g/dl from 11.0 g/dl about one and a half weeks ago. Additional information received from facility staff indicates that the patient had two previous treatments ending in blood loss of 190cc on (B)(6) 2011 due to clotting of the circuit, and a blood loss of 50cc on (B)(6) 2011 due to cannulation issues. The patient was sent to the hospital and received 5 units of blood. No other medical intervention was required.

Manufacturer narrative:
Root cause of the event was attributed to insufficient heparin use during treatment which led to clotting of the blood circuit and dialyzer. Inspection of the returned dialyzer confirmed a crack in the arterial header. Device history record reviews of the dialyzer and component lot indicate all quality control acceptance criteria were met with no deviations. This is considered an isolated event. The user's guide includes adequate warnings regarding the increased risk of blood clotting without anticoagulation and that failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak. Nxstage medical considers this report closed. No additional information will be provided.